Event description:
It was reported that a bed canopy system model 8060 needs two zippers replaced, no specific location of zippers reported. No pt injury.

Manufacturer narrative:
Zippers broken/damaged, labeled. Eval: results (other): inspection shows that the large window a has an insert pin missing. Front side a the bottom of the mattress envelope has a 4 inch tear. Left side d in the right leg the elastic is cut. Large window b there is two 1 inch broken stitches on the tape. The customer also returned two green head pads with no damage. Conclusions: no conclusion can be drawn.